Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. A red screen with a premature battery depletion code was observed. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a red screen with a premature battery depletion code was observed. Technical services (ts) explained that the cause of the error was a bit flip in programmer reserved ram (patient data) buffer. A request was made to have data from this device analyzed. Data analysis confirmed the device data from latitude looks like normal operation. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a red screen with a premature battery depletion code was observed. Technical services (ts) explained that the cause of the error was a bit flip in programmer reserved ram (patient data) buffer. A request was made to have data from this device analyzed. Data analysis confirmed the device data from latitude looks like normal operation. This s-ICD remains in service. No adverse patient effects were reported. It was noted that was another benign pd (patient data) error. The device data showed evidence of ongoing random memory corruption. This device appears to experience such corruption at an elevated rate. Confirm that the patient is not exposed to an increased dose of background or therapeutic ionizing radiation.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. A red screen with a premature battery depletion code was observed along with a patient data error. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. A red screen with a premature battery depletion code was observed. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.